Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had extreme low blood glucose in august and she was in a diabetic coma. It was stated that the customer declined to be transferred, but she would call back to provided more information regarding the hospitalization. It was mentioned that the customer had an oral surgery the day before and had all of her teeth pulled and now has dentures. No further information was provided.